Manufacturer narrative:
Investigation summary: the review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As received, the fixation function of both leads was blocked due to blood coagulation within the tip from the implant attempt. After thorough cleaning to remove the blood residue, the fixation mechanism operated as specified. All other electrical, mechanical, and dimensional measurements were within specifications. It should be noted that such lead positioning issues incurred during implantation procedures are not completely unavoidable and may be associated to many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for, as evidenced in this case. The root cause of the reported issue could not be determined by the investigation. However, a lead issue is not suspected to be related to the reported problem. The results of this investigation are retained and utilized for trending purposes.

Event description:
The physician wanted to implant a dual chamber pacemaker, when positioning the ventricular lead, the lead dislodged and the physician was sure that the screw was fully extended. After replacing it for 3 times, he chose a different vega r58, which was placed first try and successfully screwed in.

Event description:
The physician wanted to implant a dual chamber pacemaker. When positioning the ventricular lead, the lead dislocated. The physician was sure that the screw was fully screwed in. After replacing it for 3 times, he chose a different vega r58, which was placed first try and successfully screwed in.